Event description:
Caller reported blood glucose results of 445 mg/dl, 168 mg/dl, 216 mg/dl, 284 mg/dl, and 168 mg/dl within 13 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 445 mg/dl, 168 mg/dl, 216 mg/dl, 284 mg/dl, and 168 mg/dl within 13 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.